Manufacturer narrative:
Qn# (B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. The lot number (18f21m0024) recorded on the complaint report matches the lot number for the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned iabc. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0065in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inven tory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon did not fully inflate upon insertion" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. During functional testing, the iabc bladder inflated and deflated completely with no alarms noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
The report states that the balloon did not fully inflate upon insertion. Therefore, a new balloon was inserted at the same insertion site. No medical intervention was needed. No patient injury or consequence. Patient status reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
The report states that the balloon did not fully inflate upon insertion. Therefore, a new balloon was inserted at the same insertion site. No medical intervention was needed. No patient injury or consequence. Patient status reported as "fine".